Event description:
The customer reported that the high-definition camera head had "insulation damage to the rubber insulation." The issue was found during reprocessing. No patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The returned device was evaluated, and the user's request was confirmed. The device evaluation found the cable is torn at the protective boot cover and failed the leak test. Additionally, there is dirt on the camera head unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. However, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following: never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition camera head had "insulation damage to the rubber insulation." The issue was found during reprocessing. No patient involvement was reported.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 11/22/2022h4.

Event description:
The customer reported that the high-definition camera head had "insulation damage to the rubber insulation." The issue was found during reprocessing. No patient involvement was reported.